Event description:
It was reported that there was a question regarding pacing spikes. Follow-up with the physician's office did not yield any additional relevant information regarding this event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.